Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, and the inability to evaluate and duplicate the event, a definitive root cause of the front panel blinking/flashing could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii xenon light source front panel is flashing continuously. The event occurred during receipt inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
E2 e3: information unknown. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.